Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked end cap and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer's blood glucose was unknown. Insulin pump would be replaced.